Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when the doctor put the sheath into the hub of the truselect microcatheter, the concerto coil came out and immediately formed a coil mesh. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There was no patient involvement.

Manufacturer narrative:
H3: device received, analysis is progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that the coil "immediately formed a coil mesh" was not referring to premature detachment, and was referring to inserting into the microcatheter hub. The cause was not determined. The coil did not come out of the introducer sheath smoothly. A continuous saline flush administered and maintained as indicated in the IFU. There was no kink/damage observed to the coil or catheter. The catheter was not a medtronic product. The procedure was completed by replacing it with a new coil. The issue did not occur in the patient's body.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): the concerto device was returned for analysis within a shipping box, inside of a sealed plastic biohazard pouch, a dispenser coil, and within an introducer sheath. No microcatheter was returned. Visual inspection/damage location details: the introducer sheath was found to be applied correctly with the wavelock facing towards the proximal end of the pushwire. The concerto implant coil pushwire was found to be bent within the introducer sheath at ~14.9cm from distal end. The concerto implant coil appeared to be stretched and damaged within the introducer sheath. In addition, the polypropylene filament was found to be intact with the detachable element. Testing/analysis (including sem reports): during testing, the concerto implant coil failed to advance outside of the introducer sheath. In addition, no further testing was performed due to the damaged condition of the implant coil. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck at cath. Hub ¿was unable to be confirmed, as no microcatheter was returned for further assessment; however, the event could not be ruled out. The damage found to the concerto implant coil was found to be consistent with the reported microcatheter resistance. The only detailed information provided about the microcatheter was that ¿the device was a non-medtronic device (truselect microcatheter)¿; therefore, only compatibility to be determined. The concerto coil was found to be compatible with the truselect microcatheter as the minimal inner diameter of the catheter calls for 0.021"-(via an online source) and the concerto device recommended minimal microcatheter compatibility (in) is 0.0165¿. A few possible causes for coil resistance are but not limited to, incompatible catheter, damage during preparation, user advances coil against resistance, damage to coil due to excessive tightening of rhv, and catheter hub transition; however, the root cause for the ¿coil resistance¿ was unable to be determined. The customer¿s report of ¿coil shape-poor shape outside sheath¿ was confirmed. A possible cause for ¿coil shape-poor shape outside sheath¿ is implant coil damage. It is likely the reported failure was caused by the damaged implant coil. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.